Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited intermittent image. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure could not be confirmed. As no device was returned for evaluation, a clear conclusion about the root cause of the reported adverse event was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction in the results of the final investigation. Corrected fields: d8, h3, h6 and h11. The device was returned to olympus for inspection, however the reported failure could not be confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.